Event description:
It was reported that during an unknown procedure, the staple line was not completely formed. Another same like device was used to complete the procedure. There were no adverse consequences for the patient. Because the patient has the hepatitis, the device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Device not returned. Evaluation summary - as a lot number was not received, a device history review could not be performed.